Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow-up appointment it was discovered that this right ventricular (rv) lead dislodged. There was no capture at max outputs and no intrinsic sensing signals on the rv or shock channels. There were also some abrupt increases in pacing impedance measurements. The shock impedance measurements were extremely low at approximately 14 ohms. Fluoroscopy confirmed the lead was pulled back out of the vein and rolled around the device. It was suspected to be a result of twiddler's syndrome, in addition to poor suture sleeve fixation. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.